Manufacturer narrative:
It was reported that left hip revision surgery was performed. Based on the information received it is assumed that the hemi head, modular sleeve and r3 liner were removed. As of today, the implanted devices, all of which were used in treatment and additional information has been requested for this complaint but has not become available. A review of the complaint history for the hemi head, modular sleeve and r3 liner. Was performed using batch numbers in search of similar recurring reports for the products during their lifetime. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. Without the supporting lab/pathology results, imaging, revision operative report and/or the analysis of the explanted components, the root cause of the reported pain, limited mobility, elevated cobalt and chromium levels, and metallosis cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventive or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that, after a r3-tha construct had been implanted on the left hip in (B)(6) 2009, the patient had severe pain, limited mobility, elevated cobalt and chromium levels, and metallosis. A revision surgery was performed on (B)(6) 2018 to treat the adverse event. The patient outcome is unknown.